Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called to report that he/she was diagnosed with three left eye corneal ulcers while wearing the acuvue2 brand contact lenses. This report will document the first corneal ulcer event the pt reported; the additional corneal ulcers will be documented in separate reports. The pt reported that the first left eye corneal ulcer event occurred in (B)(6) 2017. The pt reported left eye discomfort, inflammation, swelling, tearing and redness on approximately the fourth day of contact lens wear. The pt went to an eye care provider (ecp) and was diagnosed with the left eye corneal ulcer. The pt reported he/she was advised that the "ulcer was huge, but it was located at the top part of his/her iris and the bottom edge was to the edge of the iris." The pt was given a prescription for gatafloxacin ophthalmic solution every three hours, lotives (anti-inflammatory) every four hours, and tears plus every four hours. The pt was also advised not to return to contact lens wear for three weeks. The pt reported that he/she had follow-up visits to the ecp every two days for one week, then every week for two weeks and then discharged. The pt reported that he/she was cleared to return to contact lens wear in (B)(6) 2017. The pt reported replacing the lenses every two weeks and does not sleep in the lenses. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002rtz was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.